Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's the patient's blood glucose results were 130 and 280 mg/dl. Tests were done within 10 minutes. Patient cleaning meter incorrectly. No further information has been reported.